Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(4) 2008. Patient's legal counsel reports patient allegations of pain. Subsequently, legal counsel for patient reports the patient was revised in (B)(6) 2013. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions" and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces."

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain. Subsequently, legal counsel for patient reports the patient was revised in (B)(6) 2013. Additional information received in operative report noted patient underwent a left hip revision procedure on (B)(6) 2013 due pain, a pseudocyst, metallosis and metal reaction at the trunnion. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.